Event description:
The device was returned and its evaluation has been completed. There was a kink on the sheath, most likely due to the return packaging. The stent graft was reported deployed in the case and remained in the patient. During evaluation, there was resistance flushing the device with an indoflator and leak was observed at the back end grip handle. The device was disassembled at the backend and subsequent flushing attempt confirmed leakage between the middle member and inner lumen. The malfunction was confirmed as the device could not be flushed without high resistance. The root cause was determined to be due to insufficient fit between the silicone seal and the peek lumen.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft delivery system was implanted into a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that during the prep of the device the physician was unable to initially flush the device. Flushing the wire port was not a problem. However, during the flushing of the inner lumen port the physician could hear some advancement of the liquid but the entire side port extension was not being flushed. The physician slightly deployed the stent graft; 1 mm or less and then the stent graft was flushed completely. The stent graft cover was then repositioned, recovering the stent graft. The stent graft was then inserted and successfully deployed in the patient without any further issues. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (unknown cause of event), failure to follow instructions (using broken delivery system). Conclusion: user error contributed to event (using broken delivery system), (unknown cause of event).